Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced. Issue resolve. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by manufacturer for evaluation but the results are not yet available.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system was running slower than desired. When universal serial bus (usb)'s are plugged in, the navigation system would sometimes become unresponsive. Once rebooted the system would read the exams saved on the universal serial bus (usb). There was no patient present at the time of the issue.